Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead was returned in two pieces. Visual inspection found three external insulation abrasions, two breaching the ring electrode cable lumen and one breaching the optim sheath proximal to the suture sleeve tie impression consistent with friction to device can. The ring electrode etfe cable coating was noted intact at both locations, and the lead insulation was noted intact at the optim sheath abrasion location. All other damage noted is consistent with procedural damage. Electrical testing was normal.